Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the benchmark system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, ischemia, including death.

Event description:
On (B)(6) 2022, the patient underwent a coil embolization procedure in the ophthalmic segment of the internal carotid artery (ica) using penumbra smart coils (smart coil) and a benchmark 6f 071 delivery catheter (benchmark). During the procedure, 5 mg of intra-arterial verapamil was infused in the left internal carotid artery for mild catheter induced vasospasm and the event was considered resolved. The vasospasm was reported to be a non-serious adverse event with a definite relationship to the benchmark, no relationship to the smart coils, and definite relationship to the index procedure.